Event description:
It was reported that the device was sent to the caller due to the 4-40 stud being broken off. This occurred prior to the nephrectomy case during set-up. No patient consequence reported.